Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 failed to pair with the ilet, and support guided the caller to toggle the sensor selection from g6 to g7, after which the sensor connected successfully. Symptoms included no reported adverse clinical effects or alarms. Outcomes included restoration of sensor pairing and continued use without escalation. Investigation included customer education and guided troubleshooting to resolve the pairing configuration. Investigation of this case revealed that incorrect sensor configuration selection prevented pairing, and correction of the software setting resolved the issue without device malfunction or hardware component failure. It was concluded, based on previously established findings for similar reports, that the cause was user configuration error.